Event description:
It was reported that a large volume infusor leaked from the top. The device was filled with chemotherapy. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the device was filled with the chemotherapy drug fluorouracil. H10: the actual device was not available; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the bladder with green color water, and no evidence of leak was observed. The samples were being monitored until the next day, and there was no evidence of leakage. The reported condition was not verified on the companion samples. The companion samples were found to be conforming products. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.